Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system would not start. Troubleshooting actions showed a problem with the suite pc software. The fse reinstalled the software and returned the system to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system failed to start up. The device was not in clinical use. No harm to the patient or user was reported. Philips has started an investigation of the complaint.